Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was replaced in 2008. According to the complainant, it was observed that a seal belonging to a different size replacement device was inside the package. Reportedly, however, the procedure was completed successfully with the device. There were no pt complications as a result of this event. The pt's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer is unk. Although the complainant has indicated that the suspect device is being returned for eval. It has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.